Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Software revision (B)(4). The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported a case of bilateral dry eye, observed at three weeks post lasik treatment. Patient noted right eye was blurry. Reporter indicated punctal plugs was placed in the lower lid punctum, and the patient issue was improving.